Event description:
Drug/diluent: doribax; fill volume: 240 ml; flow rate: unk; procedure: unk; cathplace: unk. (B)(6). B braun in (B)(6) reported fast flow and that the infusion finished 6 hours earlier. No adverse event. Start of infusion: (B)(6) 2012 at 10:30 am. End of infusion: unk.

Manufacturer narrative:
Method: the sample has been received for inspection and eval. Result: the device is pending eval and testing at this time. Conclusion: according to the fill volume that has been reported, (240ml) it appears that the device was under filled. The nominal fill volume of this reported device is 270ml. I-flow provides a "caution" in it's dfu which states the following: (easypump lt) (1303046g/dfu). Actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degree celsius / 88 degree f) and the tubing should be under the pt's clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degree c / 68 degree f), delivery time will increase approx by 25%. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg secs prior to release. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate. A f/u report will be filed when the investigation has been completed.